Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 21-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("occasional pain in lower abdomen") and autoimmune thyroiditis ("autoimmune thyroiditis") in an adult female patient who had essure (batch no. D72008) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("major chronic fatigue"), arthralgia ("right hip pain - difficulty walking after physical effort/joint pain in knees and elbows"), dizziness ("dizziness even when seated"), abdominal distension ("swollen abdomen"), palpitations ("palpitations sometimes for no reason when seated or lying down"), joint crepitation ("cracking joints in knees and pelvis"), gait disturbance ("difficulty walking a long time and driving a long time"), musculoskeletal disorder ("difficulty sometimes moving right leg"), limb discomfort ("feelings heaviness in legs"), amnesia ("memory loss"), aphasia ("difficulty articulating and finding words"), back pain ("lower back pain"), stress ("stress,"), anxiety ("anxiety,"), unevaluable event ("often letting go of objects for no reason"), feeling hot ("occasional feeling of fever"), joint stiffness ("right hip stiffness afterwards") and dysarthria ("difficulty articulating and finding words"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). The patient was treated with surgery (procedure for removal of inserts planned in coming weeks.). At the time of the report, the abdominal pain lower, autoimmune thyroiditis, fatigue, arthralgia, dizziness, abdominal distension, palpitations, joint crepitation, gait disturbance, musculoskeletal disorder, limb discomfort, amnesia, aphasia, back pain, stress, anxiety, unevaluable event, feeling hot, joint stiffness and dysarthria outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, amnesia, anxiety, aphasia, arthralgia, autoimmune thyroiditis, back pain, dizziness, dysarthria, fatigue, feeling hot, gait disturbance, joint crepitation, joint stiffness, limb discomfort, musculoskeletal disorder, palpitations, stress and unevaluable event with essure. The reporter commented: x-ray of back, pelvis and right hip, abdominal-pelvic ultrasound, allergy test for metals, plain film of abdomen, blood tests and hormone assays were performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-sep-2017 for the following meddra preferred term: abdominal pain lower - analysis in the global safety database revealed 492 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 21-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("occasional pain in lower abdomen") and autoimmune thyroiditis ("autoimmune thyroiditis") in an adult female patient who had essure (batch no. D72008) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("major chronic fatigue"), the first episode of arthralgia ("right hip pain - difficulty walking after physical effort/ joint pain in knees and elbows"), dizziness ("dizziness even when seated"), abdominal distension ("swollen abdomen"), palpitations ("palpitations sometimes for no reason when seated or lying down"), joint crepitation ("cracking joints in knees and pelvis"), gait disturbance ("difficulty walking a long time and driving a long time"), mobility decreased ("difficulty sometimes moving right leg"), limb discomfort ("feelings heaviness in legs"), amnesia ("memory loss"), aphasia ("difficulty articulating and finding words"), back pain ("lower back pain"), stress ("stress,"), anxiety ("anxiety,"), unevaluable event ("often letting go of objects for no reason"), feeling hot ("occasional feeling of fever"), joint stiffness ("right hip stiffness afterwards") and dysarthria ("difficulty articulating and finding words"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). The patient was treated with surgery (procedure for removal of inserts planned in coming weeks.). At the time of the report, the abdominal pain lower, fatigue, dizziness, abdominal distension, palpitations, arthralgia, joint crepitation, gait disturbance, mobility decreased, limb discomfort, amnesia, aphasia, autoimmune thyroiditis, back pain, stress, anxiety, unevaluable event, feeling hot, joint stiffness and dysarthria outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, amnesia, anxiety, aphasia, autoimmune thyroiditis, back pain, dizziness, dysarthria, fatigue, feeling hot, gait disturbance, joint crepitation, joint stiffness, limb discomfort, mobility decreased, palpitations, stress, unevaluable event and arthralgia with essure. The reporter commented: x-ray of back, pelvis and right hip, abdominal-pelvic ultrasound, allergy test for metals, plain film of abdomen, blood tests and hormone assays were performed. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred term: abdominal pain lower -analysis in the global safety database revealed 426 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.